Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced, resolving the issue. The patient reports effective coverage postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices after suffering from a bad fall. A manufacturer representative confirmed the issue and deemed the ipg inoperable. Surgical intervention may take place to address the issue.